Manufacturer narrative:
Product event summary: the driveline cable and controller with unknown serial numbers were not returned for evaluation. Review of the manufacturing documentation of the driveline could not be performed since the device serial number is unknown. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Of note, it was reported that a driveline breach repair was performed. Based on risk documentation and available information, a possible root cause of the reported event can be attributed to driveline damage. Additional products: heartware ventricular assist system - controller, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku. Device available for eval: no. Mfg date: unk. Label for single use: no. (B)(4). This event was reported in the q4 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was hospitalized after the controller exhibited an electrical fault alarm. The ventricular assist device (vad) driveline was reconnected to the controller and underwent a driveline breach repair. The vad and controller remain in use. No further patient complications have been reported as a result of this event. This event was reported in the q4 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.